Event description:
It was reported that the implant was removed due to implant fracture. Tooth #30 (universal)

Manufacturer narrative:
Zimvie complaint cmp (B)(4). A4: patient weight is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown. G4: additional 510(k) number is k101880.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. Zimvie received the reported implant for evaluation. Visual evaluation was performed, there was bone debris on the implant¿s external threads. There was damage to the implant was identified. The implant's collar was fractured. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and 1 other relevant complaint(s) was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selected an implant that was unable to resist long-term occlusal loading. Therefore, based on the available information, device malfunction did occur. The implant's collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.